Event description:
It was reported that totalcare bed (product code p1900h006637, serial number (B)(6), had the CPR feature inoperative. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the CPR solenoid valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 1, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR solenoid valve to resolve the reported event. Based on this information, no further action is required.